Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated and found the tachycardia mode changed by reset. The programmer also displayed messages to save to disc, and begin threshold test. The battery voltage was 5.14.